Manufacturer narrative:
Corrected data: device manufacture date. A batch record review was performed. No nonconformance record related to complaint issue were initiated for complaint order during production. The batch record review resulted in discrepancy which was investigated in a previous complaint,¿stop flow between patient and chamber of unometer product¿. The investigation concludes that the likely root cause for the issue ¿stop flow between patient and chamber of unometer product¿ cannot be identified on the base of information received. No corrective action is required at the moment. No samples and pictures were received for the complaint, therefore, no additional investigation is needed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Additional patient/event details have been requested but none have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
A nurse reported that ¿the tube of the unometer is not allowing small amount of urine to go with gravity.¿ it was reported that approximately 1 hour after connecting the unometer to the catheter, the care provider noted urine was backing up in the inlet tubing. It was further reported that the tube of the unometer had to be lifted every hour in order for the urine to flow. There was no flow of urine into the measuring chamber without manipulation of the tube. After manipulation of the tube, approximately 20-30ml of urine entered the measuring chamber. There was no harm to the patient. This is report is for the second device used on the patient. Although requested, no further information was provided, including if a replacement device was used.